Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the patient presented with atrial lead noise. The lead was explanted and replaced. The patient was stable.

Event description:
New information revealed that the noise was first discovered at a routine interrogation. Artifact was observed along with mode switch. Some time after the noise was discovered, the patient started feeling burning sensations near the pocket, accompanied by nausea and palpitations.